Manufacturer narrative:
10/29/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was during a laparoscopic sigmoid resection procedure. Reportedly, the staples did not form properly. The procedure was converted to a formal laparotomy to complete.